Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records review not available for reporting at this time. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery a pair of reduction forceps broke. All the pieces were retrieved from the patient. There was no harm to the patient. This complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 399.051, lot t937684: release to warehouse date: july 10, 2009. Manufacture site: tuttlingen. A review of the device history records (DHR) showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. No non-conformance reports (ncrs) were generated during the production of this device. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initially reported as march 28, 2018; should have been march 27, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on march 27, 2018 the surgeon noticed, after fixation, that the tip of a pair of reduction forceps broke off. All the pieces were retrieved from the patient with no additional medical intervention. There was no harm to the patient and no surgery delay. The patient condition was reported as stable.